Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer has declined the service repair and decided to trade-in the system. Therefore, service was not required to be performed by zoll.

Event description:
The customer reported that the display of the thermogard xp ivtm system (B)(6) remained black upon powering up. Also, the system made a long beeping noise, and a red led lit up. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested. Patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned and the investigation has been completed.